Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that device diagnostics at a routine office visit resulted in high lead impedance indicating a possible lead break. The patient's mother reported an increase in seizure activity in the months preceeding the discovery of high impedance. The patient has not experienced any recent injury or trauma to the device area. Lead break is suspected. Revision surgery is likely. No serious injury was reported.